Event description:
It was reported that during a wedge resection procedure, the staples were malformed at the fourth firing. Bleeding occurred from the pulmonary vein. Another same device was used, but the same event occurred. Additional suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.